Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a surgical procedure to repair humeral neck fracture of an aged, female patient, the drill interfered with the multiloc proximal humeral nail at the distal lateral screw hole. As the surgeon was unable to get it through in spite of his many attempts, he eventually opened a hole on the opposite side and used a 2.5 k-wire to drill it out. The surgeon reportedly had received training regarding multiloc interference issues prior to this event. The surgery was delayed for five minutes due to the reported issue. There were no reported adverse consequences to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The complained device is implanted in the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.